Event description:
It was reported that the patient presented for routine generator change on 6 may 2024. It was observed that the right ventricular lead had externalized conductors. No electrical abnormalities were noted. The lead was capped and replaced. There were no patient consequences before, during, or after the replacement.

Manufacturer narrative:
Correction: h9 was missing from previous report.